Event description:
It was reported that this device was explanted and replaced due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted and replaced due to an unknown reason. No additional adverse patient effects were reported. Additional information: despite good faith efforts to obtain product return and additional information, objective evidence was not available to determine the root cause of the clinical observations.